Event description:
The customer reported that after logging out of the system, the system intermittently would not boot back up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the cpu was replaced as a precautionary measure.